Event description:
It was reported that the right atrial lead exhibited 5 ams episodes which showed noise and one daily impedance trend alert for low impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited low impedance and lead noise. No intervention was performed. There were no patient consequences.